Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-13517. Related manufacturer reference number: 2017865-2021-13519. It was reported that the patient had their pacemaker system explanted due to vegetation on both the right atrial (ra) and right ventricular (rv) leads. The patient was stable throughout.